Event description:
Pt was on ventilator when event occurred. Ventilator was running on internal battery, rt was called because vent started alarming. Vent was making loud alarm noises that indicated every alarm was going off at the same time; high pressure, low pressure, disc/sense, low ve, etc. Was flashing on led display. Vent would not turn off until connected it to external power source and it was running and alarming for 10minutes before it allowed rptr to turn it off. No breaths were delivered during this period. No pt harm. Accessories: 02 and hme.